Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. (B)(4).

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the valve dislodged from the targeted location and was left implanted. Subsequently, a second transcatheter bioprosthetic valve, was implanted. No other adverse patient effects were reported.

Manufacturer narrative:
Conclusion: potential factors that can influence a dislodged valve include tension applied on the delivery catheter system (dcs) during positioning, calcification levels in the native vessel, and compliance of the aorta and native vessels. A root cause could not be established from the information available. Additional information reported that the patient¿s anatomy was very calcified, which may have played a role in the valve dislodging from its intended targeted position. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.